Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns (B)(6) female patient of unknown origin. Patient did not have any medical history. Concomitant medication included unspecified medication for rhinitis. The patient received human insulin (rdna) nph (humulin n) cartridge, dose at 6 iu in the morning and 2 iu in the evening, daily, subcutaneously, indication for diabetes, starting on (B)(6) 2016. Initially the human insulin nph was delivered via syringe and in (B)(6) 2016, the human insulin nph started to be delivered via humapen savvio gray, batch number 1404v09. On (B)(6) 2016 at night, approximately four months after starting human insulin nph treatment and three months after insulin delivery via humapen savvio gray, the patient began to feel unwell, after eating (symptom). On the same night, the patient was taken to emergency room, and when she got there her glycaemia was at 418 (units and range not provided). As a corrective treatment for glycaemia at 418, the physician asked to wash and gave an unspecified serum to the patient (as reported). At dawn, the patient glycaemia was already lower, however, value was not provided and it was unknown if she recovered from the event. No hospitalization was reported. The event of glycaemia at 418 was considered serious due to medically significant reason by the company. The reporter consumer stated that noticed the human insulin nph was leaking during injection (product complaint (B)(4)/ lot 1404v09); then she went to a pharmacy and was informed the cartridge was cracked after removing it out of the pen (product complaint (B)(4)/ lot c525255c). The reporting consumer thought the patient had not received the amount of insulin she needed, but at the end, she claimed the patient had actually not received insulin at all, because it leaked and when she heard the click sound, she could smell insulin during application, and also because the patient felt unwell after eating. No information regarding corrective treatment and outcome was provided for the event of drug dose omission. The patient never reused needles, stored device at room temperature and always primed the pen before using it. The injection sites were in the arm, leg and buttocks the patient s mother operated the device and she was a trained user. This humapen savvio gray had been used for three months. Device will not return. The initial reporter consumer did not assess a relatedness opinion. Update 01sep2016: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. The product complaints of (B)(4) were added to the case.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in narrative. Please refer to update statement dated 26sep2016 in the narrative. No further follow up is planned. Evaluation summary a consumer reported, on behalf of the patient, the humapen savvio device leaked during injection, and the cartridge was found to be cracked when it was removed from the device. The consumer reported the patient did not receive the correct dose because the insulin leaked when she heard the click sound. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured april 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring dose accuracy with high probability. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns (B)(6) female patient of unknown origin. Patient did not have any medical history. Concomitant medication included unspecified medication for rhinitis. The patient received human insulin (rdna) nph (humulin n) cartridge, dose at 6 iu in the morning and 2 iu in the evening, daily, subcutaneously, indication for diabetes, starting on (B)(6) 2016. Initially the human insulin nph was delivered via syringe and in (B)(6) 2016, the human insulin nph started to be delivered via humapen savvio gray, batch number (B)(4). On (B)(6) 2016 at night, approximately four months after starting human insulin nph treatment and three months after insulin delivery via humapen savvio gray, the patient began to feel unwell, after eating (symptom). On the same night, the patient was taken to emergency room, and when she got there her glycaemia was at 418 (units and range not provided). As a corrective treatment for glycaemia at 418, the physician asked to wash and gave an unspecified serum to the patient (as reported). At dawn, the patient glycaemia was already lower, however, value was not provided and it was unknown if she recovered from the event. No hospitalization was reported. The event of glycaemia at 418 was considered serious due to medically significant reason by the company. The reporter consumer stated that noticed the human insulin nph was leaking during injection ((B)(4)/ lot 1404v09); then she went to a pharmacy and was informed the cartridge was cracked after removing it out of the pen ((B)(4)/ lot c525255c). The reporting consumer thought the patient had not received the amount of insulin she needed, but at the end, she claimed the patient had actually not received insulin at all, because it leaked and when she heard the click sound, she could smell insulin during application, and also because the patient felt unwell after eating. No information regarding corrective treatment and outcome was provided for the event of drug dose omission. The patient never reused needles, stored device at room temperature and always primed the pen before using it. The injection sites were in the arm, leg and buttocks the patient's mother operated the device and she was a trained user. This humapen savvio gray had been used for three months. The device was not returned. The initial reporter consumer did not assess a relatedness opinion. Update 01sep2016: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. The (B)(4) were added to the case. Update 26sep2016: additional information received on 26sep2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.